Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that the first time ¿things went well and things didn¿t go well¿. The catheter broke from the pump site about 7 years ago from the report date. A dye study was performed and the pump was checked and everything showed it was fine. The patient asked for the pump to be removed and that¿s when they found the catheter broke from the pump site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.